Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 891 mg/dl while wearing the pod. When removed from the infusion site (abdomen), the pod's cannula was found bent. Symptoms reported include dka, hyperglycemia, and vomiting. The patient was treated with intravenous fluids and insulin. The patient reported they had lab work and a chest x-ray done. The patient was prescribed sucralfate 1g tablets. The patient was released the following day. The pod was removed at the hospital. The patient has discarded the pod.